Event description:
It was reported that, one day post implant at the pre-discharge evaluation, the right atrial (ra) lead was found to be dislodged. Reprogramming was performed. Presently, the lead remains in use. A lead revision was planned for repositioning. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.